Event description:
It was reported that this pacemaker is depleting in a manner consistent with a low voltage capacitors advisory. There are no other suspicious faults or resets stored within device memory. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is depleting in a premature manner. There are no other suspicious faults or resets stored within device memory. The device has been explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker is depleting in a manner consistent with a low voltage capacitors advisory. There are no other suspicious faults or resets stored within device memory. The device has been explanted. No additional adverse patient effects were reported.